Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor. It was indicated that the connection between the xy board and the overlay required cleaning and reseating. It was also indicated that the cover was broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would not work properly and was not calibrated with the stylus. The programmer was returned for service. There was no patient involvement.